Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or it add'l info pertinent to the incident is obtained a follow up report will be submitted.

Event description:
The customer reported that during a radical cystoprostatectomy, the jaws of the device would not reopen while applied to tissue. The device was removed by add'l resection. Another device was used to complete the procedure. There was no injury to the pt.